Event description:
It was reported to philips that the system's flexvision computer was defective, which can impact booting. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the flex vision computer was defective. During troubleshooting, the fse determined that the flex pc was not functioning. Review of the log file analysis confirmed that the flexviewing pc no longer responded. To resolve the issue, the fse replaced the flex vision pc. The system was returned to service in good working order.